Event description:
The event was not witnessed. Upon hearing a sound from patient's room the nurse entered and found the device involved on the floor beside the bed. The patient had sustained a 3/4" laceration across the bridge of the nose and a nasal x-ray was done which reported no visible fracture. Device is a sky hook IV pole attached to a ceiling tract above the patient's beddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.